Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-mar-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00143 and 3008114965-2024-00144. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts were made to obtain the product for evaluation and analyses were unsuccessful. If the product is returned or information is provided at a later date, the complaint file will be updated and the product investigation will be performed and a supplemental 3500a report will be submitted. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00143 and 3008114965-2024-00144. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00143 and 3008114965-2024-00144. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization that was targeting a left middle cerebral artery (mca) aneurysm, the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / (B)(6)) were placed in the target site. The physician retracted the microcatheter to release the stent, but the stent was stuck in the microcatheter and could not be released. After making several attempts, the stent still failed to release. The physician removed the microcatheter and the stent from the patient and observed that the stent body was kinked / bent. New devices were used as replacement to complete the procedure. There was no report of any negative patient impact. Five (5) photos were included in the complaint; one is of the stent component. The other four (4) photos are of the packaging. On 30-jan-2024, additional information was received. Per the information, the patient is a 62-year-old male. The location of the targeted aneurysm was the middle cerebral artery (mca). Continuous flush had been maintained through the microcatheter. Nothing unusual was noted about the system prior to use. The stent component was still on the delivery wire when the device was removed from the patient. There were no visible kinks nor other damages noted on the microcatheter. A new 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) and a new 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x) were used as replacements to complete the procedure. There was no delay in the procedure as a result of the reported issue; the additional information confirmed there was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed along the body of the prowler select plus microcatheter. No damage was observed. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the prowler select plus were confirmed to be within specifications. The enterprise system was able to pass through the entire length of the microcatheter without significant resistance, even through the distal portion. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00143 and 3008114965-2024-00144. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.